Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that image interference occurred throughout the device's use in the procedure and intermittent image loss occurred as well. Scope had to be switched out to complete procedure. No negative impact in state of health reported.